Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the trial fractured during the procedure. There was no patient impact reported. No additional information available according to per.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6-component code- suggested code: mechanical (g04) - provisional bottom. Performed a visual inspection of the returned item and found it to exhibit signs of repeated use nicked / gouged and a corner of the post feature has fractured off. All pieces were not returned. Measured thickness of tasp and visually checked the ref number. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Complaint history search was not performed as reported issue was addressed by a previous design change. Medical records were not provided. Previous CAPA investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field to provide additional clarifications relating to the instructions for use of the tasp construct for all users on file at the time of the field notice. Tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue this complaint can be confirmed based on the returned fractured device. No additional corrective actions, preventive actions, or field actions resulted after investigation of this event. Upon review of our reporting decision on fracture of articular surface provisionals. A review of all complaints for this product indicates that there has never been an event that has resulted in a death or serious injury. Therefore, zimmer biomet will not be reporting this failure mode going forward.